Manufacturer narrative:
No patient information provided as no patient was involved in this concern. During the onsite inspection, the medtronic representative reported that the older patient exams were removed from hard drive to free up space. The system's logs were sent to the manufacturer for analysis. After clearing the exams, the issue was resolved. A successful system checkout was performed which verified that the issue had been resolved. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A medtronic representative reported that when attempting to build a 3d model the system became completely unresponsive and had to be manually rebooted. This occurred twice. On the third attempt the rep was able to build the desired model and progress in the software. No patient was present during the time of the reported incident.